Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump¿s casing was cracked by the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/25/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/10/2014 with the following findings:during evaluation, the cartridge compartment was found to be cracked at the opening of the cartridge chamber. The returned cap was able to fasten on and no moisture damage was found in the cartridge compartment. Unrelated to the complaint, the battery compartment was found to be cracked. The returned battery cap was able to tighten on to the pump and no moisture damage was found in the battery compartment. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.